Manufacturer narrative:
(B)(4). This report is being submitted late due to a manufacturer representative delay.

Event description:
It was reported the pt's device was in a power on reset condition (por). It was stated the error code associated with the por may have been 006, but it was not clear. The por was cleared without incident.